Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. I it was reported that the patient was traveling internationally and had not charged the device in 5 months due to recharger charging issues. Overdischarge was alleged. The recharger was charged and the called didn't have another recharger or antenna to test. The caller attempted antenna locate multiple times which indicated that there may be an issue with the antenna head. The antenna was damaged. The antenna locate would start at 98 and then they slowly dropped to 12 as the patient was standing. No symptoms were reported. No further complications were reported or anticipated. Additional information was received and it was reported that the rep met with the patient and they were sent a new antenna because the antenna locator didn't detect the ins or any metal in the room. They asked for an entire system to be sent. The patient attempted to screw in the antenna, but they were unable to get the ins out of overdischarge after 3 hours as the issue wasn't fixed. They suspected the patient was overdischarged because of the recharger issue. The rep would return the old recharger. No further complications were reported or anticipated. Additional information as received from the rep. It was reported the patient was implanted with a new device on august 6th and therapy was now working as intended. Additional information was received from the patient. It was reported that the patient spoke with a rep last week and discussed that the manufacturer owes him compensation because he went without his therapy for months and months and he had to go through the process of operation and everything else. Patient stated he did not have exact months. Patient reported therapy was great; it took away all the pain and numbness and he had to go months without therapy which was the first reason for compensation and second reason he should be compensated was what people from the manufacturer told him. Patient services (pss) asked patient to clarify why he had to go without therapy for months and patient stated he was traveling internationally and process and procedures, testing all took time. It was reported he had to wait for his hcp, test and approval.

Event description:
It was reported that the patient stated their battery died. They refused to be connected to patient services. No further complications were reported/anticipated. Additional information was received from the patient (B)(6) 2020. It was reported there was a device issue and the battery died. They first noticed the dead battery in (B)(6) 2018. They were out of the country. The patient had surgery (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type recharger, product ID 97754, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37791 (B)(4) product type recharger product ID 97754 (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37791. Product type recharger product ID 97754 (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the hospital had possession of the device and it would be released to the manufacturer when lab testing was complete. No further complications were reported or anticipated.